Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2012 the patient underwent inpatient imaging. Ap and lat x-rays of the lumbar spine showed post op findings of metallic plates at the anterior aspect of the l4-l5 and also the l5-s1 level. Multiple screws stabilized these plates. Evidence of spacers noted at the interspaces at the l4-l5-s1 levels. No fractures or lesions were noted. On (B)(6) 2012 the patient presented with shortness of breath and underwent inpatient imaging. A chest x-ray was taken which showed clear lungs, no acute disease. On (B)(6) 2012 the patient underwent inpatient imaging. Lumbar spine 3 view x-rays were taken which showed there was bridging across the surgical plates l4-l5 and l5-s1 disc spaces. There were metallic markers consistent with disc interspace devices at these levels. There were prominent facet arthropathy present at the lower 2 levels. Stable post op findings. On (B)(6) 2012 the patient was discharged form hospital. On (B)(6) 2012 the patient presented in the ER with chest pain and shortness of breath. The patient underwent a CT scan which revealed a pulmonary embolism. The patient also had erythema around the incisional site. Lumbar spine was stable. On (B)(6) 2012 the patient presented with an abdominal wound. The patient underwent an abdomen and pelvic CT which was unremarkable from the small pleural effusion and patchy left basilar infiltrate. On (B)(6) 2013 the patient presented with back pain with a history of pe and underwent a CT angiogram which showed no evidence of pe. There was a suspected benign cyst (2.6x1.7x4.4cm) in the mediastinum. On (B)(6) 2013 the patient presented with hypertension. The patient reported a recent ER visit ((B)(6) 2013) for skin rash and pain right upper back. On (B)(6) 2013 the patient presented with right shoulder pain/ knot (4 days old) with pain radiating to neck and to right ear/eye. The diagnosis was cellulitis of the shoulder. On (B)(6) 2013 the patient presented with persistent pain and difficulty voiding. The patient underwent a lumbar spine MRI which was read in conjunction with a (B)(6) 2012 exam. The MRI which demonstrated multilevel anterior fusion with concern for the fixations screws involving the inferior endplate of l5. (Two distinct anterior bridging plates were seen and intervertebral disc spacers. Those findings were appreciated on the plain film exam performed (B)(6) 2012. On the plain film exam it appeared as if the fixation screws involving the inferior endplate of l5, a component of the l5-s1 anterior fusion, extended into the intervertebral disc space. There was some lucency about these on the plan films as well concerning poor fixation).there was foraminal narrowing at l5-s1. On (B)(6) 2013 the patient presented with bronchitis and underwent a 2 view x-ray which showed a mild left basilar sub-segmental atelectasis or scar. On (B)(6) 2013 the patient presented with back pain, groin and leg pain. The patient underwent a lumbar spine CT which showed asymmetrically positioned l5-s1 anterior plate, stable form the intraoperative images and related to available purchase at the time of surgery due to anterior osteophytes, residual foraminal stenosis at l5-s1 due to posterior lateral annular osteophytes, unremarkable l4-l5 intervertebral fixation on (B)(6) 2013 the patient presented with an umbilical hernia which developed pain with straining, coughing , eating and sex . On (B)(6) 2013 the patient presented with chest pain and underwent a CT which showed no pulmonary embolism -normal CT. On (B)(6) 2013 the patient presented with chronic back pain; myalgias, arthralgias, back spasms , insomnia, anxiety, and depression. The patient was tearful. The patient felt they were losing quality of life in all aspects as it hurt to do anything. The patient reported going to the ER for upper back and anterior chest pain. The patient is scheduled for back surgery in september. On (B)(6) 2013 the patient presented with left ear pain with pressure. Ottis media and ottis extena of the left ear. On (B)(6) 2013 the patient presented with sinus pain, wheezing; congestion; headaches, cough; otalgia. The diagnosis was bronchitis with possible pe/cyst. On (B)(6) 2013 the patient presented with progressively worsening chronic pain; upper back pain; arthralgia; myalgia; depression with anxiety and insomnia. The patient stated the "infuses" in his back were defective and need to be replaced.

Event description:
On (B)(6) 2013 the patient presented with upper back and neck pain. On (B)(6) 2013 the presented with persistent lumbar pain since the surgery and difficulty with voiding sensation. The patient underwent a lumbar spine MRI in which it appeared that the fixation screws involving the inferior endplate of l5, a component of the l5-s1 fusion, extended into the intervertebral disc space. There was some lucency about those and concern for poor fixation. At l5-s1 there was persistent disc protrusion, spondylosis and facet hypertrophy. There was bilateral foraminal narrowing at l5-s1. The disease at l4-l5 "was less prominent here of questionable architectural significance". On (B)(6) 2013 the patient presented with left cervical muscle tightness and spinal restrictions. On (B)(6) 2013 the patient presented with upper back pain, neck pain, numbness, and tingling. Per the physical therapist's notes the patient's "trigger points returned in the right trap." On (B)(6) 2013 the patient presented with severe headaches, upper back pain, neck pain, numbness, tingling, and decreased rom. On (B)(6) 2013, and (B)(6) 2014 the patient presented with upper back pain, neck pain, and numbness, tingling, and decreased rom. On (B)(6) 2013 the patient presented with pain from the left groin to the left knee medially. The patient also complained of pins and needles going down both legs bilaterally which was worse when sitting or lying on back. The patient noted that nothing was better after their surgery ((B)(6) 2012). The patient underwent an electromyography lab of the lower extremities which demonstrated moderate, active, and chronic radiculopathy, left greater than right, best fitting the l-5 myotome.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 lumbar MRI sagittal t2 scans show disc desiccation, narrowing bulging and endplate sclerosis. Axial views show no signs of stenosis. Lumbar lordosis is intact. No other significant pathology seen. On (B)(6) 2012 lumbar x-rays interval alif has been performed at l5 and l4. Screws and plates are not concentric. The l5 plate is considerably right of midline, the l4 plate, left of midline. Hips and sacroiliac joints appear normal. Interbody spacers are well positioned. On (B)(6) 2012 lumbar x-rays multiple c-arm views are taken during alif at l4 and l5. Plates are not at all well seated at l5 and remain proud and non concentric. In addition, trajectories of the l5 screws are flat, potentially decreasing fixation strength. On (B)(6) 2012 chest x-rays poor inspiratory portable film with diaphragm level at t7. Lung fields appear clear, heart is abnormally large due likely to the poor quality of the film rather than true clinical findings. On (B)(6) 2012 lumbar x-rays several views of the l4 and l5 alif. Again seen is the poorly positioned l5/s1 plate, off center and poorly seated on anterior osteophytes rather than down flat upon the disc space. L4/5 level is better but still not ideal. Screw trajectories of the lower plate into the l5 body are parallel to the endplate and may not even be completely anchored in bone. Some fusion bone is beginning to appear within the spacers. On (B)(6) 2012 chest x-ray poor inspiratory portable film with diaphragm level at t7. Lung fields appear clear, heart is abnormally large due likely to the poor quality of the film rather than true clinical findings. On (B)(6) 2012 CT angio CT no spinal pathology seen (B)(6) 2012 CT abdomen/pelvis study shows two level fusion at l4 and l5 but not to advantage with this type of study. On (B)(6) 2012 chest x-ray better quality study, cardiac shadow is still borderline large. Left diaphragm is flattened and could represent effusion. On (B)(6) 2013 lumbar MRI t2 sagittal views show the metallic artifact consistent with known plates positioned anteriorly across l4 and l5. No stenosis is detected at any level. Discs from l3 up appear normally hydrated without collapse. Conus sits behind l1. Axial views across l5 show the exceptionally poor positioning of the l5 plate. Plate is eccentric to he right and screws are angulated further toward the right, nearly penetrating out of the l5 and s1 bodies laterally. No stenosis is seen. On (B)(6) 2013 CT lumbar solid fusion is now seen through the spacers at l4 and l5. No stenosis is noted. No change is seen in implant position. On (B)(6) 2013 CT angiogram no spinal pathology seen (B)(6) 2013 chest x-ray. Cardiomegaly is suspected although this could be related to technique.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012 the patient presented low back pain with radiculopathy. The patient had the pre-operative diagnosis of degenerative spondylosis l4/l5 and l5/s1; retrolisthesis l5/s1; and degenerative disk disease at l4-l5 and l5-s1 with foraminal stenosis. The patient underwent surgery which consisted of alif l4-l5, l5-s1; placement of a cage at l4-l5, l5-s1; placement plate at l4-l5 and a separate plate at l5-s1 with screws; use of rhbmp-2/acs and osteocel; and indirect foraminal decompression l4/5 and l5/s1. Per the operative report"......we measured the brigade nuvasive antibiotic cage that was filled with half of the small bmp sandwiched into the osteocel plus in the middle and inserted the brigade interbody cage measuring 16 x 34 x 24 with 8 degree lordosis at l4-l5, and we used a 38 mm brigade plate at this juncture to secure the l4 and l5 interbodies with two screws at l4 and two screws at l5. We confirmed with fluoroscopy that we were at a good level. We decided to proceed with two separate plates due to the vascular anatomy present here. Following this, we addressed the l5-s1 level in a similar manner. Did a thorough diskectomy with endplate p reparation and measured a 14 x 34 x 24 8 degree brigade cage and inserted the cage after being filled with another half of the bmp and osteocel plus into the interbody, and we used a 34 mm brigade plate and secured the plate to the inter-bodies at l5 and s1 with a total of four screws at this level. At this juncture, we confirmed with fluoroscopy excellent positioning and alignment in both ap and lateral films .."no patient complications were noted. On (B)(6) 2012 the patient presented severe pain over abdomen incision and wheezing. On (B)(6) 2012 the patient complained of numbness in thighs. On (B)(6) 2012 it was reported that the patient was in a very confused state. On (B)(6) 2012 the patient was discharged from hospital. On (B)(6) 2012 the patient presented shortness of breath and underwent a CT scan which was positive for a pulmonary embolism. On (B)(6) 2012 the patient presented post-operative pain complicated by a pe. On (B)(6) 2013 the patient presented with back pain and tenderness of the lower lumbar spine. On (B)(6) 2013 the patient presented with persistent back pain. X-rays showed interval healing with plate and cages in place. On (B)(6) 2013 the patient called the doctor's office and reported that he was having trouble urinating. On (B)(6) 2013 the patient had a lumbar spine MRI which demonstrated status post multilevel anterior fusion with concern for the fixation screws involving the inferior endplate of l5 as there was some lucency about these on the film. On (B)(6) 2013 the patient presented with persistent lower back pain with bilateral transient anterior thigh and testicular pain. The patient complained the severe back pain was affecting his lifestyle and he reported it was worse than before his back surgery and that he is barely able to work. A CT scan of the abdomen was reviewed and showed interbody healing across cages at both l4-5 and l5-s1. A MRI was suspicious for a loose l5 screw. Flexion extension x-rays showed that the anterior interbody was fused with very minimal movement at that level. On (B)(6) 2013 the patient presented back, groin, and leg pain. A lumbar spine CT was conducted which demonstrated an asymmetrically positioned l5-s1 anterior plate which was stable from the intraoperative images and related to available purchase at time of surgery due to anterior osteophytosis. There was no evidence of loosening or movement. Residual foraminal stenosis at l5-s1 due to posterior lateral annular osteophytes present. There was unremarkable l4-l5 intervertebral fixation.